Event description:
The customer contacted physio-control that their device suddenly powered off during a training session. The device was used on a manikin, together with a lucas® chest compression system. The ambulance service¿s protocol is to first print a patient ECG before charging defibrillation energy. When the crew printed an ECG and pushed the charge button, the device suddenly powered off. The crew turned the device back on but it powered off again. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to reproduce the reported issue. From the downloaded electronic patient record it was observed that the device was printing 3 channels of ECG that had a large number of ECG artefact while the device charged defibrillation energy at the same time. This drew a large amount of current from the battery. The current limit of the battery was exceeded which caused the internal battery protection circuit to turn off the battery briefly and this then caused the device to lose power. The device was extensively tested without observing any discrepancies. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.